Manufacturer narrative:
This is our combined intial and final report on this incident.

Event description:
The customer reported a false negative reaction of a donor unit when tested with seraclone anti-k. The customer returned neither the supposedly defective product for investigational testing nor the unit sample that had caused a false negative test result. Therefore our quality control laboratory tested their retained seraclone anti-k sample for positive and negative specificity as well as for potency. All positive and negative reactions were correct. We did not observe any false negative results. The required minimum titer was exceeded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.